Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 430 mg/dl one week after dropping the infusion device on the floor. She bolused through the infusion device to lower her blood glucose but it elevated again. She switched to her backup infusion device on (B)(6) 2010 and her blood glucose returned to normal, 140 mg/dl. No further info available. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.